Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The review of device history log identified following event: (B)(6) 2019 3:50:59 pm high alarm displayed: cassette not attached properly functional testing included simulated use testing. The pump failed downstream occlusion high pressure calibration test, and alarmed "cassette not attached properly" during prime tests. Further investigation found that the downstream occlusion sensor was inoperable. The problem source was identified as defective downstream occlusion sensor.

Event description:
Information was received indicating that smiths medical cadd solis vip pump did not recognize cassette. It was reported that the pump might have sensor issue. No adverse effects reported.

Event description:
Additional information provided indicated that there was no patient involvement.